Event description:
It is reported that part of the plastic tibial surface trial broke off during insertion and trial reduction. Both pieces were removed from the surgical site.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: as returned, the trial is fractured in one spot and exhibits significant damage in other areas. Device history records indicate all components were manufactured and inspected to specification. Having a maximum field age of around 1 year, this damage is most likely due to misuse. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.